Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6)2026, the reporter stated she was in the emergency room due to elevated glucose levels. She reported that she was scheduled to speak with a dexcom patient care specialist (pcs) that morning to discuss ongoing concerns related to signal loss and was only able to speak briefly with the pcs before being seen by a physician. During this conversation, the patient stated she had been advised to position the sensor closer to the pump and to wear the pump with the glass facing outward; however, she reported these actions did not resolve the issue. Additional attempts were made to obtain further clarification regarding the event; however, no response has been received to date. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 04/09/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 03/15/2026 at 9:18 am with transmitter/wearable serial number (B)(6). The sensor session lasted 8 days and ended due to a manual stop on 03/23/2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event (03/23/2026) a signal loss event starting at 10:58 am was recorded in the data. The signal loss lasted 2 hours and 25 minutes. The data contained no information as to the cause of the event. The reported signal loss event was confirmed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).